Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with sepsis. An echocardiogram revealed vegetation on the patient's leads and the patient's blood tested positive for the presence of staphylococcus aureus. The patient was treated with antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The patient is a participant in the product (B)(6) clinical study. No further patient complications have been reported as a result of this event.